Event description:
The blood flow stopped during a carotid stenting procedure, but it recovered to normal after suction of the filter was carried out. There is no information as to when during the procedure the event occurred. The physician commented that there was alot of plaque at the target site. The patient was a male. Target lesion was carotid artery (no further detail is reported). There is no information regarding the target lesion characteristics. The patient was anti-coagulated. There was no malfunction of the stent or the angioguard device during the procedure. The patient was neurologically intact when taken from the angio suite. No after effect remains, and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.